Event description:
It was reported that the IV tubing "broke" from the top of the pump, and leaked. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
Additional information added to; d4, and h4. ************************************************ the customer¿s report that the tubing broke from the top of the pump and leaked was confirmed based on visual inspection. The separation was at the engagement of the silicone segment to the upper fitment component. Further inspection observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. No obvious damages or issues were observed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification(s). The cause of the leak was due to the observed separation. The root cause of the separation was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing broke from the top of the pump and leaked.